Event description:
She was only seeing three zeros on her meter display. Upon troubleshooting, it was discovered that the g segment was missing in all three positions. The customer did not allege any adverse events due to the missing segments. The meter is to be returned for evaluation, and a replacement meter will be sent.